Event description:
It was reported that shortly after a lead replacement procedure, the patient alert sounded and oversensing was seen, which had also triggered the lead integrity alert (lia). It was suspected that the oversensing was due to grommet damage. The patient also had developed a hematoma following the replacement procedure and as such, during drainage of the hematoma, the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) performance data collected from the device and has been analyzed. Alert - lead integrity alert triggered: 1 - patient alert for lead failure predictor on (B)(6)-2011 21:57:59. Sensing - oversensing: 15 - ventricular nst<=210 ms between (B)(6)-2011 06:36:03 and (B)(6)-2011 21:54:34. Impedance - high resistance/impedance: 2 - patient alerts for out of tolerance subthreshold lead impedance on (B)(6)-2011 03:00:03 and (B)(6)-2011 15:00:09. Weekly pace lead impedance trend data shows an abrupt increase for min and max ventricular pace bi impedance= 779 to 4047 ohms peak between (B)(6)-2011 and (B)(6)-2011. The device was returned and analyzed. No anomalies were found.